Manufacturer narrative:
Continuation of d10: product ID 977c165, lot# serial# (B)(6), product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 13-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced several issues with the stimulation post-implant. The stimulation was not affecting the right areas, was too low, and was on the wrong side. The patient reported that the stimulation was primarily going down into the legs, lower back, and buttocks, with minimal effect up the spine. Additionally, the stimulation was more pronounced on the left side of the spine rather than the right side, where the patient experienced most pain. Manufacturing reps encountered difficulties in adjusting the device to work on the right side and above the buttocks. The patient experienced unnecessary stimulation in the legs. The patient was advised to consult their healthcare provider for further resolution. It was reported patient was not getting coverage on right, so they revised the lead more right. Issue has been resolved. Patient was receiving great stimulation on their painful side. Rep reported they were made aware on nov 22nd.